Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they believe that the insulin pump had under delivery of the insulin. The customer¿s blood glucose level was 286 mg/dl at the time of the incident and the blood glucose value of the customer was 339 mg/dl at the time of call. The customer was assisted with the troubleshooting. The customer was unable to complete all necessary troubleshooting. The customer was advised to call back to complete troubleshooting. The insulin pump will not be returned for the analysis.